Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. The customer stated the insulin pump had been alarming no delivery for a few days prior to the hospitalization. It was also stated that the insulin appeared to get foggy and turn into a gel. Troubleshooting was performed, and the insulin pump alarmed no delivery during the prime test.